Event description:
It was reported that, after the patient had been sedated for a procedure, the console displayed a red screen, indicating case saver mode. An error code "all laser malfunction" was also displayed. The procedure was cancelled. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was found that the internal mirror was burnt. Therefore, the reported allegation was confirmed leading to the reported event. After replacing the internal mirror and flow switch, the issue was resolved, and the unit was within specification and as a result the console was functioning as intended. Most likely the damaged internal mirror and flow switch could have affected the device performance leading to the event experienced by the customer. No further issues were identified during service, and the console was confirmed to be fully functional after replacing. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during procedure post-sedation, the console showed red screen and it displayed error code all laser malfunction. After that, by additional information was notified that the procedure was discontinued as the device was defective. This event occurred outside the patient body, therefore there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.